Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-35-07 - small superior/posterior aug glenoid plate,left: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: 6710244 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).

Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s) and 6 month(s) post-operative of right implanted tsa, the patient presented with disassociation of base plate. Patient had a substantial reconstruction procedure done to implement the rtsa prosthesis. This failed, and the patient will undergo surgery again. Patient had been experiencing a sudden increase in pain and was found to have a complete disassociation of the baseplate.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. H6: corrected investigation clinical codes.